Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has alarmed failed battery test several times during normal use. She also reported that on (B)(6) she received a low battery alert and an hour later it alarmed off no power. Customer stated that she received a battery cap replacement but is has not resolved the issue. Blood glucose value was 367 mg/dl; she stated it has been between the 200 and 300 mg/dl range. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a scratched reservoir tube window.